Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent post-breakfast hyperglycemia while using the ilet with a g7 cgm, with a documented peak glucose of 283 mg/dl and approximately two hours above range; the user stated she announces breakfast and requested additional training, and troubleshooting and education were completed, including website resource navigation and guidance post¿factory reset. Symptoms included hyperglycemia without acute clinical effects. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that the event involved hyperglycemia with an undetermined cause and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.